Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing of a large volume folfusor separated from the flow restrictor. This issue was discovered prior to patient use. The device was filled with piperacillin 12g/tazobactam 1.5g 250ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation containing 250ml of fluid in the bladder. Visual inspection was performed using the naked eye which observed that the tubing line had been broken off at the junction of the flow restrictor. Further inspection revealed that a portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined; however, the most probable cause was either due to handling of the product by the customer during product use or a weakened tubing bond at the junction of the flow restrictor due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.